Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that seven days post implant of this annuloplasty ring, the patient experienced atrial fibrillation (af) that was not converted with medications. Attempts were made to electrically cardiovert to sinus rhythm with no success. The issue remains ongoing. No further adverse patient effects have been reported. Device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history review is in process and will be submitted in a supplemental report. A true root cause to the reported atrial fibrillation is not determined. If additional information is received it will be submitted in a supplemental report. (B)(4). (B)(6).